Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The cc has been updated to reflect receipt of the adjudication minutes. A (B) (6) male from the (B) (4) clinical study experienced an ischemic stroke and passed away approximately nine months post implantation of two precise stents. Past medical history included severe pulmonary disease, hyperlipidemia, cardiac arrhythmia, CABG, aortic valve replacement, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, proximal left subclavian artery stenosis and previous carotid endarterectomy with recurrent stenosis. The target lesion location was the ostium right internal carotid artery (r11). There was occlusion of the contralateral carotid. The lesion length measured 15 and the target lesion diameter stenosis was 80%. An angioguard distal protection device was delivered without difficulties. Pre-dilation was conducted before the implantation of a precise 8 x 40 and an 8 x 30 in overlapping fashion. The residual diameter stenosis measured 10%. The angioguard was retrieved without difficulty and no debris was found in the basket. The procedure was completed successfully and the patient was reported to be neurologically intact. The patient was discharged the following day in stable condition. Discharge medications included aspirin and clopidogrel. Approximately nine months post index procedure; the patient experienced an embolic stroke of sudden onset. The patient did not recover and passed away. The clinical impression of the neurologist was that there was the likely possibility of a brainstem stroke which resulted in unresponsiveness, impaired brainstem reflexes and apnea episodes. There was also new stroke in the right mca distribution which "could have occurred recently". It was noted that the history of atrial fibrillation increased the risk for cardio-embolic stroke. Certificate of death listed an acute embolic stroke as the immediate cause of death. The study unrelated the event to any cordis product and the index procedure. The devices remain implanted in the patient and are not available for testing and evaluation. Device history record (DHR) reviews were conducted and the products met quality requirements for product acceptance. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck, it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic strokes. Based on the limited information provided, we cannot disassociate the study devices from this patient's death. However, the patient's serious medical history, pre-existing atrial fibrillation and existence of disease in the contralateral carotid artery may have contributed to the event. This is one of two devices associated with this event that were reported under the following manufacturing numbers 9616099-2008-02746 and 9616099-2008-02747.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with this event that were reported under the following manufacturing numbers 9616099-2008-02746.

Event description:
A report was received from the study that approximately nine months post procedure the patient experienced a ischemic stroke onset was sudden. The patient did not recover, he passed away. Pta was performed on an 80% lesion in the right ostium of common carotid artery (r11) of 15mm in length in a 5.8mm vessel diameter. The patient was asymptomatic. Qualitative calcification and vessel tortuousity were not documented. The lesion was pre-dilated. An angioguard (lot no. 70117525) distal protection device was used, deployed and retrieved successfully without technical problems. There was no debris found in the basket upon retrieval of the angioguard device. Two overlapping stents were also deployed. Precise stents (lot no. 13275778) and (lot no. 13278695) were implanted in the target lesion. There was no malfunction noted. The residual diameter stenosis was 10%. There was also proximal left subclavian artery stenosis. Pre and post procedure medications included clopidogrel and aspirin. Ck was 41 with a maximum upper limit of 200 and ck-mb was 2.7 with a maximum upper lit of 5.0. The patient left the angio suite neurologically intact and was discharged on the following day.